Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at worldwirde headquarters (B)(4). Patient went to the clinic with no hearing performance because the electrode extruded out of the cochlea without any known reason. The patient was re-implanted.

Manufacturer narrative:
According to the received information from the field, the active electrode was found to have migrated out of cochlea. However, a specific cause for the migration cannot be determined; possible factors may include an inadequate fixation of the active electrode and/or the growth of cochlesteatoma and/or anatomical anomalies i.e. Radical cavity. In addition, during device investigation damage to the active electrode likely caused by device minute mobility was observed. This damage may well be due to the migration of the active electrode which led to an exposure and increased mobility of it. Furthermore, damage to the active electrode caused by excessive mechanical stress was also observed during device investigation. Though, due to the gap of in situ measurements between 2014 and 2017, it cannot be defined whether the damage occured whilst implanted or during removal surgery. Other mechanical damages revealed during investigation, i.e. Cuts into the active electrode, are attributable to the explantation surgery. This is a final report.

Event description:
The recipient went to the clinic with no hearing performance with the device. The electrode array was found migrated out of the cochlea without any known specific reason. The recipient was re-implanted with another manufacturer's device because of difficult anatomy of the ear (radical cavity). The user had a massive cholesteatoma.